Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pilot balloon and tubing were torn. The event occurred during use. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation summary: the affected device was received for evaluation. Under visual inspection it was observed that the inflation line was detached from pilot balloon. Root cause analysis was not established. This issue was escalated to CAPA-000905. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.